Manufacturer narrative:
The reported complaint of a "suspected catheter leak" was confirmed during functional testing of the returned quattro catheter (lot # 175600). During the functional pressure leak test, a bonding leak was observed at the distal end of the medial 1 balloon. The probable root cause of the bonding leak could be a latent defect in the bond. A visual examination of the returned quattro catheter was performed and found no physical damage to the catheter. Dried blood residue was observed inside balloons and luer tubings. During functional testing, all infusion ports and lumens were flushed without resistance, except for the distal and proximal luer tubings due to being clogged by the dried blood. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the distal end of the medial 1 balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no similar history of complaints reported for the quattro catheter with lot number 175600. The event of death was serious because it met the criteria for seriousness (death). Usually, critically ill patients receive ivtm therapy, and the mortality rate is high. Probably outcome of death is related to the patient's clinical condition and not to ivtm therapy. Death was not related to the zoll device and procedure. The clinical outcome (death) was not related to the catheter leak. The customer was re-trained on (B)(6) 2023, the next day after the event occurred, to the revised zoll IFU for a catheter leak check.

Event description:
The full-arrest patient was placed into controlled hypothermia by ivtm therapy to achieve and maintain normothermia. A couple of hours into the treatment, the nurse noticed the 500 ml saline bag was completely empty. The nurse stated a large amount of air was observed in the air trap chamber and also stated the thermogard system did not generate an "air trap" alarm. There was no saline leakage on the floor, bed, or thermogard system. The nurse reprimed the system with a new saline bag before performing a catheter leak check per IFU. The customer ran the system for a short period; however, the same issue happened again as the level of the saline bag was lowering. The nurse placed the thermogard system in standby mode and performed the catheter leak check, which showed blood return in the tubing. The customer suspected a leak in the quattro catheter (lot # 175600). The catheter was removed but not replaced, and the treatment ended because the patient's family decided to terminate care due to the multiple times the patient coded and extended downtime. The patient was terminally extubated. Two hours after the ivtm treatment had stopped, the patient expired. The nurse stated that the patient's medical history and comorbidities included: diabetes, hypertension, anxiety disorder, coronary heart disease, atrial fibrillation, enlarged heart chamber, moderate tricuspid insufficiency, leaky mitral heart valve, enlarged heart, hepatitis c, and cirrhosis. However, the nurse is unsure if any of these comorbidities contributed to the patient's death. The physician (intensivist) listed the following as the cause of death: vt/vfib cardiac arrest, post-cardiac arrest shock, probable acute coronary event, acute hypoxic respiratory failure, bilateral pulmonary infiltrates (aspiration, ards versus pulmonary edema), and probable anoxic brain injury.